Event description:
This complaint is from japan pms clinical study. As reported by the affiliate: approximately 10 months post index procedure a follow up cag was conducted and focal restenosis was observed inside the proximally implanted cypher. There was 81.9% stenosis. The patient did not present with any symptoms. To treat the restenosis, rotablator was conducted followed by poba with a 3.25x18mm balloon at 16atms for 60 seconds. The residual % of stenosis was 39.2%.

Manufacturer narrative:
This complaint is from a clinical study, which is 'japan pms 2000'. The target lesion was the proximal lad. The vessel was a de novo, concentric, diffused, bifurcated, cto and moderately calcified lesion. The diameter of the vessel was 3.0mm but the lesion length was unknown. Pre-procedure stenosis was 100%. The lesion was classified as type c. The procedure was an elective case. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a 1.5x15mm balloon at 14 atms. Inflation time was unknown. A 2.5x18mm cypher des was implanted at 12atms for 16-30 seconds. A second 3.0x18mm cypher des was implanted at 12 atms for 60-30 seconds at the proximal end of the initially implanted cypher in an overlapping fashion with overlap. Post-dilation was conducted with a 3.0x10mm balloon at 20atms. Inflation time was unknown. Timi flow pre and post procedure was 0 and iii. The residual % of stenosis was 33%. Ivus was conducted. This is one of three products being reported for the same event. Please reference mfg reports #: please note: device (cjs18250 lot #i0205150) is distributed outside the united states. However, it is similar to the united states product cxs18250. Any additional info will be submitted within 30 days of receipt.